Event description:
It was reported that a home patient (hp) had received a system error 2240 (air in set) alarm on a homechoice (hc) machine. This occurred during the initial drain. The hp was connected at the time of the alarm. There was nothing found with the setup, during troubleshooting, that would cause or contribute to the alarm. The technical service representative (tsr) assisted the hp in clearing the alarm. The tsr advised the hp to start over with new supplies. No adverse event was indicated in association with this report. No additional information is available.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.